Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. A definite root cause for the reported event could not be determined. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the denali jugular system products that are cleared in the us. The pro code for the denali jugular system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced positioning problem. This information was received from one source. This malfunction involved one patient with no consequences. The weight and age of female patient is unknown.